Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was not returned product history records were reviewed and the documentation indicated the product met release criteria. The account indicated the use of a qualified associated cartridge and handpiece with a non qualified viscoelastic. The root cause for the reported complaint may be related to a failure to follow the IFU. The viscoelastic indicated is not qualified for the lens or company model combination used. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The account indicated the product remained in the patient's eye. Information was provided that a facility representative reported they were not sure if the tech was at fault or if there was a manufacturer defect. The reporter provided that tech did have issues with 3 other lenses that day but it was the techs confidence in loading the lenses that caused the issues. Due diligence has been performed in an attempt to obtain further information on this event. The reporter has not responded to requests for follow up information. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non-healthcare professional reported that during an intraocular lens implantation procedure, the intraocular lens had a huge crack or scratch across the center. The tech did have issues with 3 other lenses that day but it was her confidence in loading the lenses that caused the issues. The lens was extracted from the eye and a new lens was inserted with no further issues. Additional information has been requested. There are three medical device reports associated with this report. This is 2 of 3.